Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer used the wired footswitch when the wireless footswitch was not working. A philips service engineer inspected the system onsite and replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch is loosing connectivity during a clinical procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.